Event description:
Review current egm far-field r wave oversensing on atrial lead. Review stored episode(s) 20 for oversensing/undersensing on atrial lead. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).